Event description:
It was reported that the charts and postop CT scans of 165 patients (221 interbody levels) were reviewed. All patients underwent contralateral posterolateral fusion with rhbmp-2/acs, morsellized allograft/local bone autograft, and peek interbody devices. Demineralized bone matrix was used in some patients at the discretion of the surgeon. The fusion levels were placed in three groups based on the rhbmp-2/acs kit size used in each interbody disc space. Group 1 (41 interbody levels) had 1 large kit used per level. Group 2 (32 interbody levels) had 1 medium kit used per level. Group 3 (148 interbody levels) had 1 small or extra small kit used per level. Heterotopic bone formation in the spinal canal was graded as less than 5mm or greater than 5mm. Post-operatively, 15 levels in group 2 had heterotopic bone formation.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Citations: nottmeier et al. The effect of rhbmp-2 dosing on the complication and fusion rate in posterior interbody fusion using polyetheretherketone (peek) cages. The 28th annual meeting of the aans/cns section on disorders of the spine and peripheral nerves. Mar 2012. Nottmeier et al. Does recombinant human bone morphogenetic protein-2 (rhbmp-2) dose and/or cage countersinking depth affect the incidence of heterotopic bone formation in posterior interbody fusion. The 28th annual meeting of the aans/cns section on disorders of the spine and peripheral nerves. Mar 2012. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.